Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 65692ud00. A review of tracking and trending did not identify any related trends for the product for the issue. Device history record review on lot 65692ud00 did not identify any nonconformances or deviations associated with lot and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Customer field data was used to assess the performance of the alinity I total ss-hcg assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg reagent lot 65692ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one patient. A new sample from the same patient was negative. The following data was provided: sid (B)(6), processed on (B)(6)2024, alinity initial result = 87.85 iu/l result from new sample same patient = negative <2.3 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one patient. A new sample from the same patient was negative. The following data was provided: sid (B)(6) processed on 14oct2024 alinity initial result = 87.85 iu/l result from new sample same patient = negative <2.3 no impact to patient management was reported.